Manufacturer narrative:
No further information was able to be obtained from this customer. However, the laser probe was returned for evaluation. The laser probe was manufactured on april 10, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on august 30, 2013. Based on qa assessment, the product and associated system met specifications at the time of release. A laser probe was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was tested. The laser probe tip was measured using the 25ga needle length gauge, where the cannula was found to meet product specifications. The cannula diameter was measured, where it passed inspection. It was found to meet product specifications for the cannula diameter also was found to meet product specification. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure the laser probe would not fit through the valved cannula. The surgery was completed using an alternate probe with no harm to the patient. A sample is expected to be returned.